Event description:
Pt exhibited signs of small burns at the site where therapeutic laser had been administered. Symptoms appeared after completion of treatment. Treatment was not discontinued. Treatment area was the pt's shoulder (trapezius) through a t-shirt. Treatment settings were 16 joules, pulsed mode (60-100 hz) for approx 3 minutes. Pt's progression toward improvement was not impeded. Treatment provider did not provide or refer aid to other health care professionals.